Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the laser was not cutting the tissue as it should, the procedure took longer, the energy output was degrading. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The field service engineer replaced the bricks of the console and adjusted the hr optics for channel 1 and 3. The unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available cause traced to component failure has been selected for this investigation.

Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the laser was not cutting the tissue as it should, the procedure took longer, the energy output was degrading. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The four bricks returned for analysis, the visual inspection indicated that the bricks were in good condition, ends were intact with all screws in place, additionally there was no leakage along the end cap seams. The bodies were clean and light shines through the rods. The field service engineer states that the bricks were defective and required replacement. Therefore, the reported allegation is confirmed. Based on the information available cause traced to component failure has been selected for this investigation. The field service engineer replaced the bricks of the console and adjusted the hr optics for channel 1 and 3. The unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available cause traced to component failure has been selected for this investigation.

Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the laser was not cutting the tissue as it should, the procedure took longer, the energy output was degrading. The procedure was completed with this device. There were no patient complications.